Event description:
It was reported that during a prophylactic replacement of the right ventricular (rv) lead, the right atrial (ra) lead dislodged. The rv lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. The full lead was returned and analyzed. The distal lv (low voltage) electrode of the lead was covered in body tissue/fibrotic growth. Primary analysis was performed and no anomalies were found. Visual summary analysis of the lead indicated apparent explant damage and stretching. Product ID (B)(4) implanted: 2007 (B)(6); product ID 694958 implanted: 2007 (B)(6). (B)(4).